Event description:
Discrepant results on 2 patient samples, patient 1, initial creatinine result 0.6 mg/dl. Same sample repeated gave result of 1.2 mg/dl. Patient 2, initial glucose result 91 mg/dl. Same sample repeated gave result of 154 mg/dl. No information provided to determine if results were used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.